Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a cataract surgery an ophthalmic system rebooted itself. System did not complete boot up sequence and it started rebooting as soon as the machine was switched on. Surgery postponed for the next day and completed without any patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be reported under mfg. Report num 2028159-2022-01458 the manufacturer internal reference number is: (B)(4).